Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the mid esophagus on (B)(6), 2012 during a stent placement procedure. According to the complainant, the patient has esophageal cancer. On (B)(6), 2012, an ultraflex esophageal covered stent was implanted within the patient's mid esophagus. The physician verified that the stent was fully expanded post procedure. Approximately two to three days after the stent placement procedure, the patient returned for a check endoscopy as a result of his dysphagia. During the procedure, the physician noted that the stent was not apposing to the wall of the esophagus on the proximal end. Subsequently, the physician attempted to dilate the stent using an achalasia balloon; however, this did not resolve the issue. No further intervention was performed during this procedure. The stent remains implanted within the patient and the physician has put the patient on a liquid diet. The physician has expressed concern for leaving the stent in place within the patient and is planning on providing further treatment in the future. There were no further complications as a result of this event. The patient's condition was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4):it should be noted that following a medical review of the complaint file, which included images of the stent, the bsc medical director verified that, the stent appears to not be apposing the wall and confirms the event.additionally, the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.